Manufacturer narrative:
The tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory slipped off 2 times while dissecting tissue. It was confirmed that the same tip cover detached both times. The surgeon believes the issue occurred because the tip cover was defective. The fragment was retrieved by the assistant, and visual inspection confirmed that all fragments were accounted for. No additional surgical procedures, such as laparoscopy or open surgery, were required to retrieve the fragment, and no post-operative tests, like x-rays or ultrasounds, were performed to check for remaining fragments. The procedure was successfully completed robotically using a backup tip cover to continue. There was no injury to the patient, and the patient has not returned to the hospital due to any post-surgical complications related to a retained foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The tip cover accessory was received, and failure analysis found the instrument to have tearing at the mouth where the scissor tips exit. As a result, the tip cover could not operate properly. Tears were axially aligned with the tip cover and measured 0.108¿ in length. There were no signs of thermal damage present at the end of any tears as evidenced by charring/melting. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.